Manufacturer narrative:
(B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in the line of an unspecified quantity of interlink system extension sets. This was observed after priming. There was no patient involvement. No additional information is available.